Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2009-02548. It was reported that post a coronary drug eluting stenting treatment procedure, late stent thrombosis occurred. The patient presented to the hospital with left chest discomfort upon exertion, chest pain radiating to the left arm and unstable angina. He was currently not prescribed any medications. While in hospital, prior to the procedure; the patient was given aspirin, nitro, lovenox and lopressor. The lesion 95% stenosed lesion was located in the distal right coronary artery. A second 90% stenosed lesion was located in the posterior descending artery. Both lesions were predilated with an unknown 2.5x20mm balloon. A 3.0x12mm taxus express2 drug eluting stent was deployed in the lesion in the distal right coronary artery. A 2.5x20mm taxus express2 drug eluting stent was deployed in the distal posterior descending artery. During the procedure the patient received intravenous versed, heparin and integrilin. No residual lesion, dissection or thrombus was noted. The patient experienced mild residual chest discomfort post procedure. No further patient injuries or complications occurred. Patient status was satisfactory. Approximately 6 weeks later the patient presented to the hospital with acute myocardial infarction. The patient indicated that they were non-compliant with their plavix prescription due to cost. The patient was taken to the cath lab and the right coronary artery was totally occluded. A 2.0x20mm maverick balloon was advanced to the posterior descending artery and pre-dilated to 8 atms. The same balloon was then used to pre-dilate the distal right coronary artery within the stent. Further angiographic images revealed severe stenosis within the right coronary artery stent with significant endothelial irregularities and a patent stent in the posterior descending artery. During the procedure the patient developed intermittent complete heart block with significant bradycardia with hemodynamic compromise. The patient developed a large inferior myocardial infarction with peak troponin I levels of 157.48. The electrocardiogram showed typical inferior myocardial infarction changes. Beta blockers were discontinued and lisinopril was withheld. A lead was placed in the right ventricle and a pacemaker was used to treat the bradycardia and hypotension. The patient began to show sinus rhythm with good rates and stable hemodynamics and the physician elected to leave the right ventricular lead in for stand by if needed. A 2.5x20mm non bsc stent was placed in the posterior descending artery extending past bifurcation into the distal right coronary artery and telescoping into the existing stent and deployed at 18 atms. A 3.5x13mm non bsc stent was placed in the distal right coronary artery overlapping the more distal stent and deployed at 18 atms. The stents were post-dilated with a 2.5x8mm quantum maverick balloon serially starting from the overlap of the two stents to the proximal edge of the stent. There was a good angiographic result with lesion reduction to 0% and timi iii flow down the distal right coronary arterial branches. The posterolateral branch was also patent after stent placement. No further injuries or complications occurred. The patient was discharged on 75mg plavix, 20mg simvastatin and 5 grains aspirin daily and advised by the physician not to miss a single dose of any medication. Physician diagnosis was acute distal right coronary stent thrombosis secondary to medication noncompliance.